Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had delivered inappropriate anti-tachycardia pacing (atp) therapy as an atrial beat was undersensed. The undersensed beat coincided with a premature ventricular contraction (pvc). Boston scientific technical services (ts) advised the health care professional (hcp) on how to reprogram the device. The device remains in use. No adverse patient effects were reported.